Event description:
It was reported that the atrial lead was not sensing p-waves. The lead had dislodged due to being unstable in the patient's anatomy. The physician attempted to reposition the lead; but elected to use a tined lead instead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6947 lead, 2013 (B)(6); 4196 lead, 2013 (B)(6). (B)(4).